Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer was not sure if he was lying on the pump or not. Customer stated that the esc and act buttons did not work even after he tried removing the battery. Customer stated that the pump also had cracks around the reservoir and battery compartment. Customer stated that the damage was a result of normal wear and tear. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.